Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The customer contacted olympus technical assistance support (tac) via phone and troubleshooting steps was indicated. The customer informed tac of the event and was confirmed by the tc. The device will not be returned to olympus for evaluation. Based on the results of the investigation. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps were performed. The customer informed tac of the event that there was no image on the monitor and no color bars visible. He mentioned that this was a traveling cart setup using a cv-190 processor. The maj-1933 and maj-1941 cables were confirmed to be securely connected. Ryan checked the monitor input and selected sdi. Upon doing so, color bars appeared on the monitor. However, he was unable to test the system with a scope at that time. The issue was identified as the monitor being set to the wrong input, which caused the absence of an image. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented no image on the monitor and color bars were present during setup/ inspection for use, before patient in room. There were no reports of patient involvement.